Manufacturer narrative:
Corrected h6- device code, investigation findings.

Event description:
No additional information provided.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found that the rod exerted 36.2lbf during force testing which does not meet the specification. Additionally, upon disassembly the rod's radial bearing was severely damaged and covered in debris and the drive pin was found to have been snapped. It was additionally reported that the o-ring seal was broken. No additional information is available.